Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the pacemaker exhibited a battery longevity anomaly and noise with noise reversion episodes on the right ventricular lead. No device intervention was reported. On (B)(6) 2018, the device was reinterrogated and the battery longevity anomaly was still noted. A device hard reset was performed which resulted in an appropriate battery longevity estimation. A device data anomaly was suspected. The patient was stable throughout. No further information was provided.